Event description:
It was reported that a roi-c anchoring plate bent during insertion. The surgeon then used an awl and opened a new implant. There was no patient impact and no surgical delay. No further information was provided.

Manufacturer narrative:
Correction: a1, b5, d1, d2 (common device name), e1, e2, e3, g3, and h6 (method). Additional information: d4 (UDI number), g5 (510k number), and h6 (patient, results, and conclusions). H3: information was entered in error; only the check box for 'not returned to manufacturer' should be checked. The device was not returned for evaluation and photos were not provided, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
The product was not returned to ldr medical. No visual and functional evaluation could be performed. The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedure that might have contributed to the reported event. Attempts have been made to obtain more information about this case but without responses yet. The investigation still in progress. Conclusion not yet available.

Event description:
Roi-c: bent anchoring plate during insertion. According to the reporter: the surgeon tried to implant the plate as regular, following the surgical technique but the plate bent so he decided to use an awl and then open a new implant. No harm to the patient. No delay sup to 30 min. Surgical technique followed. Attempts have been made to obtain more information but no responses were provided yet.